Manufacturer narrative:
Catalog #: complete catalog number is unknown since serial number was not provided . Expiration date is unknown since serial number was not provided. UDI is unknown since serial number was not provided. There is no indication lens was explanted. Manufacturing date: unknown since serial number is was not provided (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient was unhappy with their post-op results after receiving a zxt150 18.5 diopter intraocular lens (iol) in their right eye. Reportedly, the patient is experiencing halos when driving at night. Furthermore, at one week post-op the patient feels her vision at distance is not where it should be and was experiencing blurry vision in their right eye. At second week, the patient was experiencing irritation and decided to postpone surgery. At 3 months, the patient's visual acuity was a little better but still does not see well at distance. Patient information: on (B)(6) 2016: (one week visit) od (right eye) / ar: -0.50 +0.75 x76 / -3.25 +1.00 x12 mr od: -50+.50 x85 = 20/30 slow. On (B)(6) 2016: (2 week post op) ar: -0.75 +1.00x96 / -3.75 +1.00 x009 mr: -.50 +.50 x90 = 20/25 slow. On (B)(6) 2017: (7 weeks post op) acuity od 20/30 -3 / 20/25. On (B)(6) 2017: 3 month post op eval od ar: -1.00 +1.75 x31 / -2.25 +1.00 x9 . Mr od: -.50 +.25 x16 = 20/30+1. On (B)(6) 2017: no change since (B)(6) 2017. Floaters os. This report will capture the lens implanted in the right eye and a separate MDR report will be filed for the left eye. No further information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: through follow-up it was reported that the patient is frustrated with their vision. No explant has occurred, but physician discussed possible lens exchange with patient. Additionally, physician indicated dysfunctional lens syndrome. It was also learned that patient is holding off surgery on their left eye due to visual disturbance in their right eye. Furthermore, it was clarified that physician might perform a push plus technique for optimal post-op refraction with symfony intraocular lens. No further information was provided. (B)(4). Serial #: (B)(4), catalog #: zxt150u185, expiration date: 11/7/2021, UDI# (B)(4). Manufacturing date: 11/7/2016. All pertinent information available to the manufacturer has been submitted.